Manufacturer narrative:
Cylinder analysis: product analysis was unable to confirm a fluid leak in one of the cylinders. Refer to (B)(4) for analysis of the pump in which a device malfunction was confirmed. Product analysis could not confirm the reported events. The product record review indicated that the reported events do not represent an unanticipated event. Based on this investigation, the investigation conclusion code of no problem detected was chosen because the reported events could not be confirmed or substantiated through investigation of the pump component. Based on the results of this investigation, no escalation is required. This conclusion is supported by the following objective evidence: pump analysis: product analysis confirmed a pump functional test failure; this device malfunction can be related to the reported events. Product analysis confirmed a device malfunction with the pump. The product record review indicated that the identified device malfunctions do not represent a new or unanticipated event. The investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced pump not working with an inflatable penile prosthesis (ipp). During the replacement surgery the physician tested the new implanted pump and found a minute hole in the left cylinder. The ipp pump and cylinder was explanted and a new ipp pump and cylinder. Additional information was reported that the patient experienced inflation issues due to fluid loss resulting in the pump dysfunction. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that the patient experienced pump not working with an inflatable penile prosthesis (ipp). During the replacement surgery the physician tested the new implanted pump and found a minute hole in the left cylinder. The ipp pump and cylinder was explanted and a new ipp pump and cylinder. Additional information was reported that the patient experienced inflation issues due to fluid loss resulting in the pump dysfunction. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.